Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced unspecified symptoms of hyperglycemia, seizure, and lost consciousness. After regaining consciousness, the customer called an ambulance. Upon arrival, the healthcare provider (hcp) measured the customer¿s blood glucose level using an hcp meter and found it to be slightly high at 300 mg/dl. Fortunately, no further specific treatment from the hcp was necessary. Consequently, the customer treated themselves with an unspecified dose/type of insulin. Additionally, a non-hcp administered abasaglar 100 u/ml, humalog 100 e/ml, and metformin 1000 mg to the customer for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor was unable to be scanned. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured. Test fixture was used to retrieve sensor scan. Data was downloaded successfully, sensor state 7 with event log 129, 212, 141, 213 and sensor state 8 with event log 213 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. An extended visual inspection was also performed on the returned de-cased sensor and no issues were observed. The sensor failed to scan with the evm (evaluation module). Initial scan was performed and a full event log was observed on the device. The returned battery was measured and it was not within specification. The returned de-cased sensor was placed into test fixture and attempted to extract the patch data and it was observed to be in state 8 (error termination). Attempted to reprogram the sensor and sensor event log full message followed by nfc (near field communication) was observed. Unable to activate the sensor due to command error. Event log full message prevents the sensor from being re-programmed. A full event log prevents the monitoring of the sensor's current consumption when in on and off states. Therefore, issue is confirmed to brown out. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced unspecified symptoms of hyperglycemia, seizure, and lost consciousness. After regaining consciousness, the customer called an ambulance. Upon arrival, the healthcare provider (hcp) measured the customer¿s blood glucose level using an hcp meter and found it to be slightly high at 300 mg/dl. Fortunately, no further specific treatment from the hcp was necessary. Consequently, the customer treated themselves with an unspecified dose/type of insulin. Additionally, a non-hcp administered abasaglar 100 u/ml, humalog 100 e/ml, and metformin 1000 mg to the customer for treatment. There was no report of death or permanent impairment associated with this event.